Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿fluid build up¿.

Event description:
Patient reported "having the breast implants replaced due to "fluid build up" and "discoloration of the tissue." Device was explanted. This record is for the left side. Manufacturer of the device is unknown.